Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystocele repair and cystoscopy; due to stress urinary incontinence and cystocele. It was reported that following insertion the patient experienced infection, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent revision on (B)(6) 2006 due to urinary retention, vaginal foreign body & bladder scar. It was reported that the patient underwent removal on (B)(6) 2011 due to urinary incontinence & dyspareunia. (B)(4).